Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sores under the lifevest equipment. Patient described the area as sores. There was no alleged device malfunction contributing to the irritation. The patient¿s home physician prescribed neosporin for the skin irritation. Follow up indicated that the skin irritation improved.